Manufacturer narrative:
H11. Additional narrative, section h6, component code, 896 - oscillator. Section h6, investigation findings, 610 - loss of power. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2, and a4: requested but not provided. Device evaluation: a field service engineer (fse) was onsite to perform a service check. Fse replaced the laser diode drivers. System performing to specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported horizontal gas breaks on patient's left flap. Flashing by the flap pocket. Flat lifted okay. No patient injury, treatment completed okay. Pocket settings were changed, and no further cases resulted with horizontal gas breakthrough.